Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery; however, if necessary the customer will revert to mdi. During system check with tandem technical support, troubleshooting could not be completed because customer declined to load a new cartridge. Customer¿s blood glucose was no greater than 398 mg/dl.